Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, an increase in lead impedance was observed. Capture threshold had also increased. Due to clinical condition of the patient, the physician decided to hold off further action at this time.